Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 212 mg/dl. Reportedly, customer obtained a back-up method for insulin therapy.